Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the user returned the device without completing the reprocessing, it is likely the cause of why the foreign material remained in the device. However, a definitive root cause could not be determined. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" IFU states prevention measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope nozzle of the insufflation channel is clogged by organic residues. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.